Event description:
This was a lead removal procedure conducted in the cardiac operating room to remove a (B)(6), fractured ICD lead. The physician prepped the rv lead for extraction, attaching a lld-ez to the distal tip of the lead. A 12f sls was chosen to begin lasing, but was eventually upgraded to the 14f sls. Prior to reaching the svc/ra junction the lead dislodged, was removed and a new ICD lead implanted. A post-operative echocardiogram showed a small cardiac effusion. The patient's vitals remained stable, but the effusion continued to grow in size. An emergent sternotomy was performed by the CT surgeon and a small hole in the svc/ra junction successfully repaired. The patient was stable proceeding the case and was eventually discharged from the hospital. No devices were returned to the spnc for investigative analysis, as they were reportedly disposed of after use. The serial number was not available for this device but a lhr review of the 3 lots (500-012, lot#c10e05d, c10f01m, c10f09b) delivered to this facility were reviewed and found no non-conformances or issues with the devices.